Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received the patient has experienced slow/weak urinary stream, intermittent straining, dyspareunia (patient and spouse), mild pressure sensation in suprapubic region, mild suprapubic tenderness, 11.0 x 3.0 mm area on anterior vaginal wall/midline anterior vault with exposed mesh, possible mild pelvic inflammatory disease (pid), unspecified bleeding, unspecified psychological and emotional suffering, loss of consortium, difficulty performing household chores and laundry, a pulling pressure sensation in groin area with heavy lifting, cystocele, and urinary incontinence. Subsequently underwent in-office urethral dilation ((B)(6) 2010) and vaginal excision of foreign body (mesh) ((B)(6) 2011).